Event description:
Resident fell from lift: investigation of lift: found that the "safety stop" which stops the lift cable from going up to far did not stop at proper point. This allowed the lift hook to retract up into the lift frame. This caused the hook release pin to become bent. It is possible that when the hook went to far up and the frame contacted the "release pin" and opened the lift hook, thereby releasing the resident from the lift.